Event description:
Event: dr. Was positioning a stent but when it tried to recapture the system did not work. Product code: enf403000. Lot: not informed. Procedure: neurosurgery. Account name not informed. Patient consequence? :no is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by a health care professional, during a stent assist coil embolization to an unruptured aneurysm, the physician was positioning an enterprise2 stent (enf403000, 10870181) but when the user tried to recapture the system, it did not work. The device was finally able to be recapture. There was no patient injury reported. There was a 5 minute procedural delay due to the event. The enterprise2 stent appeared normal prior to inserting it into the patient. There was no resistance experienced while passing the device deployment system through the prowler select plus catheter ((B)(4)). There was no damage to the enterprise during recapturing of the device. There was no excessive force applied to the device during insertion. There was no excessive force applied to the device during withdrawal. There was no vessel damage related to the event. No information is available as to the locations of the aneurysm or its¿ characteristics. A non-sterile enterprise device was received inside of a pouch. The deliver wire and the introducer were inspected and no damages were on it, while the stent wasn¿t returned for evaluation. The functional analysis could not be performed due to the stent was not returned for evaluation and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10870181. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the costumer as ¿stent- inability to recapture¿ could not be evaluated due to the stent was not returned for evaluation, that the exact circumstances surrounding to the inability to recapture the stent could not be conclusively determined based on the condition of the returned device. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.